Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 208 mg/dl. The customer stated that she was trying to enter her carbs for a bolus, and the numbers kept scrolling. The customer stated that she removed the battery and was unable to clear the low reservoir alarm on the screen. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
No unexpected scrolling/ramping of numbers noted during testing. No unexpected frozen screen anomalies noted during testing. The time advanced properly. The pump had intermittent button response on the up arrow button due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.